Event description:
Patient was taking a shower with a hw shower bag at an outside facility when his controller became wet and began to alarm. A rn paged (B)(6) emergency vad pager. A vad responder attempted to trouble shoot and walk the rn through a controller change. A 911 was also called by rn at outside facility. Controller change was unsuccessful. The pt was transported via ambulance to the closest emergency department where the patient cardiac arrested and expired.